Event description:
Patient reported a left side implant exchange with no complaint against the device. Later healthcare professional reported left- side capsular contraction baker grade ii and rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: striated broken on anterior and crease fold. Base on the device analysis the final assessment is: striated broken assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.